Event description:
It was reported that during radius surgery, during the process of bending two cross connecters, they broke. Therefore the surgeon used other connecters to complete the procedure and there was 5 minute delay in the surgery.

Manufacturer narrative:
Method: device history review; complaint history review; results: the most likely cause of the reported event is due to improper loading of the cross connector during bending as a result of improper use of the benders. The exact conditions of loading, including the orientation and engagement of the benders with the connector and the desired degree of bending is unknown. The radius surgical technique provides guidance on the bending of cross connectors. Conclusion: the radius cross connector was fractured intra-operatively during bending. The surgeon was bending a 26mm fixed cross connector using the cross connector bender. The reported product issue caused a surgical delay of 5 minutes to replace the connector. There were no other adverse consequences to the patient. The returned product was inspected under magnification. The fracture occurred through the thinnest section of the circumferential feature of the clamping mechanism. The connector is intended to be bent across the long axis of the connector (i.e. Along the main shaft that connects the construct bilaterally). The clamp itself is not intended to be bent as this can inhibit function or permanently deform the device.

Event description:
It was reported that during radius surgery, during the process of bending two cross connecters, they broke. Therefore the surgeon used other connecters to complete the procedure and there was 5 minute delay in the surgery.